Event description:
The recipient is reportedly experiencing swelling and infection at the implant site. The recipient was reportedly treated with prescription medication (type unknown), however the issues did not resolve. On (B)(6) 2021 the recipient underwent surgery to treat the infection. However, the infection returned. The recipient was admitted to the hospital and is currently undergoing treatment to resolve the infection. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly is still undergoing treatment for the infection. The recipient continues to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly undergoing antibiotic medication treatment for the infection. A CT scan confirmed normal position of the device. The recipient is using the device consistently and is responding to treatment well. The infection is subsiding. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.